Manufacturer narrative:
Correction h6.

Manufacturer narrative:
Additional information: physician information e1, e2, e3, g2.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that a patient presented with septal stimulation due to their pacemaker in backup vvi mode. Programming changes were made to restore normal parameters. The patient was discharged.